Manufacturer narrative:
The insulin pump passed the displacement test but it alarmed motor error during basic occlusion test and was unable to prime during prime test due to faulty force sensor resistor. The motor was tested outside of the device and passed. Device had cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked belt clip slot. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has been alarming motor error during bolus, basal and empty reservoir. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was able to complete the rewind sequence. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.